Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. Concomitant products: 694758 lead, implanted (B)(6) 2008; 5076-52 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that during a replacement procedure, the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to shortened longevity and elective replacement indicator (eri). During this same procedure, an attempt was made to access the patient's left ventricular (lv) lead with the intent of replacing the lead because of high pacing thresholds and low pacing impedance. This access attempt was not successful and the lead remains in place. The pacing output of the patient's replacement device was increased over the settings of the previous device to account for the pacing threshold and lead impedance conditions. This reprogramming was successful. No patient complications have been reported as a result of this event.